Event description:
Patient presented with non union left hip fracture. The failed hardware is listed below. Previous surgery for open reduction internal fixation (orif) in left hip using zimmer compression nailing. Patient returned to surgery one month later for removal of failed hardware and a left hip hemiarthroplasty.patient had multiple pre-existing conditions.failed hardware removed:- zimmer 4 hole plate - 135- cat #119413504 - lot# 61286877 - size 86mm- zimmer compression lag screw - cat# 11931045 - lot# 60653141, size 12.7- zimmer cortical screw 4.5 - cat# 48454001 - size 40- zimmer cortical screw 4.5 - cat# 48453801 - size 38- zimmer self tapping screw 4.5 - cat# 48453601 - size 36